Event description:
I have had both tmj replaced with prosthetics. Left one is fine. No problems. Right one became infected with bio life, was removed in (B)(6) 2014, followed by 6 weeks of IV antibiotics. New joint was placed in (B)(6) 2014 and I experienced a brain bleed during surgery. Am now having more problems with right side and returning to (B)(6) tomorrow.